Event description:
It was reported that pump housing around usb port was damaged and damage affected ability to charge pump, but pump did not shut down and screws still held plastic around usb port in place. There was no reported impact to the customer¿s blood glucose level. Customer spoke with technical support, was informed damage was cosmetic and did not affect pump functionality, and customer understood and acknowledged this information.